Manufacturer narrative:
Insulin pump received with minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported that the insulin pump has a crack on the reservoir tube lip. Customer stated that he reservoir compartment has a crack due to over twisting. Blood glucose was 534 mg/dl because she ate and had not yet given herself the insulin bolus to correct for her meal. Customer also stated that she believes her basal rates may need to be adjusted and was going to contact her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.